Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the sample was returned clean. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 8mm x 36mm balloon. The catheter was kinked 43.5cm from the distal tip. However, after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. Balloon did not appear to have been inflated. The stent was returned partially covering the balloon, but was dislodged distally. The balloon was examined under magnification (20x) and stent crimp marks were visible on the balloon. No other anomalies were noted. Performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. The stent was loose on the balloon and was easily moved both proximally and distally. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the complaint investigation is confirmed for a dislodged/dislocated stent. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current valeo balloon expandable stent instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon expandable stent allegedly dislodged during insertion into the sheath; therefore, the device was not used. Another balloon expandable stent was used to perform the procedure. There was no patient involvement.